Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part number: 04.038.285s. Lot number: h327871. Date of manufacture: 21 april 2017. Place of manufacture: elmira. Part expiration date: 01 april 2027. Nonconformance noted: n/a. Description of DHR review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 85mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2018; however exact date of postoperative blade cut is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent a revision surgery on (B)(6) 2018, due to a blade cut out and pain. Patient initially had an open reduction internal fixation with trochanteric femoral nail advance (tfna) system to treat a femoral neck fracture with jensen type 3 on (B)(6) 2018. After 2 weeks of postoperative follow-up observation, the patient was transferred to a rehabilitation hospital. Subsequently, the patient did not show up to the first hospital until early (B)(6). In early (B)(6), the patient complained of pain around the proximal femur and visited the first hospital. X-rays were taken and confirmed that cut out had occurred. During revision, tfna implants were removed and the patient was revised to a total hip arthroplasty. It was added by the surgeon that the contributing factors to the event were as follows: there was a possibility that the femoral head was rotated 2 weeks after the surgery; there was a possibility that the blade could not hold the affected site securely, causing dislocation of the femoral head; there was a possibility of reduction at the affected site might have not been performed properly and lastly though compression was performed during the surgery, there was a slight gap at the femoral calcar. The nail might have contacted the proximal bone piece at that time. There was no surgical delay reported. Concomitant devices reported: tfna nail (part # 04.037.112s, lot # h261941, quantity # 1) 5.0mm locking screw (part # 04.005.524s, lot # l363652, quantity # 1). This report is for one (1) tfna helical blade 85mm sterile. This is report 1 of 1 for complaint (B)(4).